Manufacturer narrative:
During failure analysis investigation, the autopulse platform failed functional testing displaying fault 16 (timeout moving to take up-position) error message. The root cause was due to a rusted/corroded drive train motor, which was probably caused by the introduction of blood initially reported by customer. During visual inspection, there was no physical damage observed on the autopulse platform system. Functional test could not be performed due to fault 16 (timeout moving to take up-position) error message displayed upon powering on the autopulse platform system. There was no brake activation, the autopulse platform was disassembled for inspection. The drive train motor exhibited rust and corrosion at the break housing area, which could have contributed to the cause of fault 16 error message. In addition, the encoder and the channel die-cast also exhibited corrosion. The encoder, drive train motor, and the channel die-cast were replaced to correct the issue. Following the service and bio-cleaning, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform was returned to zoll for evaluation, during failure analysis investigation, the autopulse platform failed functional testing displaying fault 16 error message.